Event description:
Concern about packaging on insulin syringes by smiths medical jelco ref (B)(4) hypodermic needle-pro fixed needle insulin syringe 0.3 ml 29g x 1/2 inch. The packaging on this needle has the words u-100 insulin printed repeatedly on the back of the packaging. The syringe is designed to hold only 30 units of insulin. The u-100 insulin label has led some users to be confused because they question whether the syringe holds 100 units. While it seems the intention of the MFR may be to let the user know that the syringe is for use with 100 unit/ml insulin, the way it is packaged makes some users believe it holds 100 units. This could lead to a user miscalculating how much insulin is administered, potentially underdosing the pt. The packaging could say "holds 30 units of u-100 insulin" or it could say "only use with 100 unit/ml insulin" rather than just have the words u-100 insulin on the label. Ismp, (B)(4).